Event description:
It was reported that device detachment and vessel dissection occurred. The target lesions were located in the left common femoral artery, distal superficial femoral artery (sfa), and popliteal artery. Balloon angioplasty was performed in the distal sfa and the popliteal artery. After a non-bsc 6f guide sheath was engaged, a 300cm straight tip v-14 control wire was advanced to cross the lesion. However, while the surgeon was trying to retrieve the wire, 2cm of this wire was left in a dissection, pinned to the area. The tip of the wire was transected inadvertently and has been the occluded segment subintimal layer with no risk of embolization. No patient complications were reported.